Event description:
It was reported that during an unknown procedure, noticed loose piece of grey/black plastic on the cartridge side of the stapler. Replaced with new device. There was a surgical delay. New device opened was opened. The procedure was successfully completed. Fragments were generated but easily removed without additional intervention. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2024. D4: batch #380c20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload loaded. The reload was received unfired and with the swing tab in the unlocked position with the both gripping surfaces damaged making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 380c20, and no non-conformances were identified. The lot#479c69 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.